Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient stated they experienced a pairing failure while using a phone with an incompatible operating system. She stated on (B)(6) 2022 she had a seizure because she and her husband did not notice the alarm coming from her tandem pump. Her husband gave her glucagon; she recovered and did not need to go to a hospital. She stated that the cgm was reading low with a trend arrow down and that no bg was checked. It could not be confirmed how the patient got a reading if the pairing had failed. At the time of the report the patient was stable, and her blood sugar was within range. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) 3004753838-2022-244855 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.